Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 531 mg/dl, which was treated with bolus delivery. Customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was advised to check cannula and it was found that infusion set cannula was bent. Troubleshooting was performed for bent cannula and customer was advised on ways to prevent bent cannula.